Event description:
A caller reported a tandem mobi cartridge alarm, identified as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, but while the bolus was successful, the caller could not resume insulin therapy with the original cartridge. A new cartridge was loaded with guidance, but the alarm recurred. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections as a temporary backup therapy. Technical support arranged for a replacement pump with updated software to be sent to the caller, provided storage mode instructions for the current pump, and agreed on the steps for returning the faulty pump.